Event description:
It was reported that an episode of oversensing was observed. The lead was capped and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.